Event description:
It was reported the patient was implanted the day prior and they felt a shocking or jolting sensation in the right leg between the hip and knee. This occurred about two hours prior to the report. Stimulation was decreased from 0.8v to 0.7v and it helped at the time. It was stated the patient still felt ¿zapping¿ and wanted to turn stimulation off. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0bve1, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).